Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm, low battery alarm due to blank display. The insulin pump received had scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an off no power alert and woke up with a blood glucose level of 318 mg/dl. The customer changes the batteries at least once a week. The customer did not receive a low battery alert prior to the off no power alert. The customer also reported that the insulin pump went blank after getting the off no power alert. Troubleshooting was performed. The display returned when the customer inserted a new battery. The device will be replaced because the customer was uncomfortable with the insulin pump. The device was returned for analysis.